Event description:
Additional information reported the ¿cause of the fracture was not determined.¿ though it was noted there had been ¿no trauma or accident¿ involving the patient. As previously noted, the patient¿s extension was ¿completely removed and discarded. The patient was reportedly ¿fine and receiving therapy¿ at the time of follow-up.

Event description:
It was reported the dystonia patient experienced dystonic symptoms. It was further reported the symptoms were associated with a break/fracture of their extension. Impedance testing and reprogramming were performed as a result of the event, however the results were unavailable at the time of report. The patient¿s extension was replaced as a result of the event and the issue was resolved. Additional information has been requested; a supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant product: product ID 748351, serial # unknown, implanted: (B)(6) 2005, explanted: (B)(6) 2015, product type extension. (B)(4).